Manufacturer narrative:
Arjo was notified about an event involving enterprise 9000x. According to the information received the backrest of the bed was raising on its own without pressing any buttons. No patient was involved and no injuries were reported. The device was inspected by an arjo service engineer. The device evaluation revealed that the nurse panel was faulty. It was determined that the reported unintended movement was caused by an electrical malfunction in the side panel assembly (in which the nurse panel is built-in). The slight movement of the bed side panel caused that the bed backrest was moving by itself. There was no physical damage outside of the side panel. The circumstances of the nurse panel damage are not known. The side panel was replaced and full functionality of the bed was restored. The faulty part was not available for further evaluation. Therefore, the cause of the issue was not established. To sum up, the bed did not meet its performance specifications due to unintended movement. The device was not used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Manufacturer narrative:
The device was inspected by an arjo representative. The device evaluation revealed that the nurse panel was faulty. The arjo representative disconnected the panel from the junction box and left quotation for the part replacement. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified about an event involving enterprise 9000x. According to the information received the backrest of the bed was raising on its own without pressing any buttons. No patient was involved and no injuries were reported.